Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2023-00361 all information can be found under manufacturer report number 8010182-2023-00361.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external fluid leak was observed originating from one of the joints of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.